Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. And then would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed all functional testing including bench handling and stress testing using a test battery without issue. Internal inspection found no discrepancies, and no batteries or power related accessories were returned. Device logs showed last power off payloads of 1 or 2, indicating shutdowns were due to manual power removal or intentional power-off. On the event date of (B)(6) 2025, low battery warnings and a shutdown were logged. The x-series operator's guide (pn: 9650-005355-01) (rev: d) instructs the user to "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable." There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.